Event description:
This report is from a nurse in (B)(6) of a female patient (age: (B)(6)) that was hospitalized due to bacterial peritonitis. There was no allegation of device malfunction. The physician was contacted and stated that cefamezin was administered and therapy was ongoing. On (B)(6) 2010, the patient was recovering from the event. However, she remained in the hospital. The physician considered that the event was due to unsterilized technique although the route of infection was not detected. The physician did not relate the infection to peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The product is unknown and therefore the 510(k) is left blank. As the patients discard supplies after each therapy, the sample was not requested.